Manufacturer narrative:
No related complaint received with return of device. Failure event observed during analysis. Analysis confirmed that the transmitter would not power on, additional findings after opening the unit revealed damage to the circuit board where burn marks were found. (B)(4).

Event description:
It was reported that the patients house was hit by lightning and damaged the transmitter,-transmitter will not power on this report is to advise of an event that was observed during analysis.